Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated with a programmer and no brady pacing was observed. The physician elected to replace the device.